Event description:
It was reported that the zimmer meshgraft ii unit rolled the skin up around the roller and did not mesh. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.